Event description:
This is a spontaneous report by a consumer from (B)(6) of a break in aseptic technique (coded to peritoneal dialysis complication) and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unknown date, a break in aseptic technique occurred. On (B)(6) 2010, the patient was diagnosed with peritonitis. On (B)(6) 2010, the patient began remedial therapy with reflin (1gm, daily, ip), tobramycin (40mg, daily ip) and heparin (500 units, tid, ip). Dianeal therapy was ongoing. It was not reported whether the patient was retrained in aseptic technique. The peritonitis was resolving. The reporter believed that the peritonitis was not related to the dianeal therapy, but was due to the break in aseptic technique. A causality statement was not reported for the break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem.